Event description:
It was reported that during the procedure, it was noted the helix came out diagonally. The lead was replaced and the procedure continued with new lead on 28 jun 2022. No patient consequences reported